Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that the insulin pump excessively alarmed insulin flow block. Customer's blood glucose at the time of the incident was 14-15 mmol/l. During troubleshooting, the customer was advised that the recurring no delivery alarms may be due to reservoir or infusion set occlusion. Customer reported that the issue was resolved by a complete set change (reservoir and infusion set). Product is not expected to return.